Event description:
This report is to advise of an event observed during analysis which revealed a sideport detachment. During the svt procedure, it was noted that the end of the sheath tube was split and the puncture could not be completed. The sheath was replaced and the procedure was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The guidewire assembly was also returned. The sideport tubing had been torn and detached from the sideport of the hemostasis body. A section of the sheath sideport tubing remained inside the sideport. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn sideport tubing remains unknown.